Event description:
It was reported that the far cortex of the bone broke while drilling and inserting the 4.5 mm cortex screws. Drilled with 3mm drill bit from set. Used a 3mm drill bit. The outcome was fine. No changes were made. Nothing was broken with the implant. Case: orie ankle fusion. Follow-up investigation: no implants cracked or broke.the bone of the far cortex broke while the screw was being inserted and locked into the most proximal hole on anterior plate. The plate will hold the repair secure and in place, the patient is doing fine to date.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested for evaluation but remains in the patient and cannot be returned therefore the complainant's event could not be completely verified. The actual root cause of the event could not be fully determined from the information available and without device evaluation. Based on the x-ray, the most likely cause(s) of this type of event is that it appears that an impingement of the screw against the far cortex of the bone could have resulted in the fracture of the cortical layer. The surgical technique instructs the surgeon to utilize the depth measuring device to ascertain screw selection. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.